Event description:
Reporter indicated that the pt's generator and lead were explanted due to end of service. Further investigation revealed that the lead was broken. No adverse event was reported in conjunction with the explanted ncp system. Attempts to obtain additioinal info have been unsuccessful to date.